Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction."

Manufacturer narrative:
This follow-up report is being filed to correct information regarding the hospital address.

Event description:
It was reported that patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(4) 2013. Subsequently, infection was noted on (B)(4) 2013 due to a non-healing surgical wound. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.